Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to a cracked/shattered touch screen. Reportedly, pump touch screen was unresponsive and unreadable. Customer administered a manual injection to address bg level. Customer reverted to manual injection for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.